Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to misplacement of the cup.

Manufacturer narrative:
No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. Insufficient information was provided to perform a complaint history search. This device is used for treatment. Insufficient information was provided to perform a compatibility check. Surgical notes were not provided. It could not be confirmed if the devices were used in an approved and compatible combination. The patient's x-rays were sent to a surgeon for review and the surgeon stated that the patient had good bone quality and the placement of the device was adequate. Additionally, it was reported that the implant is distally fixed while the implant appears to be proximally coated. The surgeon also noted proximal lysis or resorption. Relevant medical history and adherence to rehabilitation protocol are also unknown. A definitive root cause cannot be determined with the information provided.